Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir retainer ring was broken. Customer stated reservoir was unable to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up after battery installation and was stuck in a pump error 53 alarm notification screen and battery failed alarm loop, problem isolated to the electronic assembly. Unable to perform the displacement test due to pump error 43 and battery failed alarm loop. Device was received with the new style all black retainer still attached to the insulin pump case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device was received with scratched case and pillowing keypad overlay. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.